Event description:
The lay/user pt contacted lifescan (lfs) on april 26, 2007, alleging inaccurate high readings on her one touch ii meter. A medical affairs specialist (mas) mailed a letter to the pt, since the user could not be reached for further clinical info. The pt has been a diabetic for 35 years and tests 2-4x a day. Two mornings earlier, the pt was asymptomatic and tested her blood glucose and obtained a 149 mg/dl. She then treated herself with 4 units of regular insulin and 20 units of nph insulin. Within 25 mins, the pt claims she was in a car accident. Other drivers assisted the pt and contacted the paramedics. The pt was told that she had convulsions/seizures and when the paramedics arrived, they tested the pt's blood glucose using their meter with a result of 29 mg/dl around 7:35 am. She was given lemonade and then the pt was transported to the hosp and there is no info on what her reading was in the hosp or what she was treated with in the hosp. The test strips were in good condition and not expired. The technique of applying blood on the test strip was correct. The meter passed using the check strip; however, the pt did not have any control solution and ran out of the subject test strips. Customer care advocate (cca) sent the pt replacement meter and testing supplies. No further clinical info was provided. It would have been helpful to know the pt's diabetes regimen, whether she ate breakfast after taking the insulin and readings prior to the event. The complaint is being reported because the pt alleged that the meter had displayed an elevated reading and then soon after suffered a hypoglycemic event.